Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a consumer stuck himself with a bd plastic pack ¿ 29 g insulin needle before use because the needle pierced through the shield. There was no report of medical intervention.